Event description:
It was reported that the bottom cover of the maxi sky 2 ceiling lift detached and struck a member of staff on the head. As a result, the staff member sustained a mild concussion, developed a small red lump, and experienced a headache. They subsequently called in sick the following day. There was no indication of patient involvement.

Manufacturer narrative:
The retrospective analysis revealed that the maxi sky 2 cover may detach due to several reasons: damaged mounting points of the cover; improper installation of the cover after the last service; loosening of the bottom cover due to the ceiling lift movements along the rail/ accidental hitting. There was no bottom cover failure observed; no components were damaged. The review of complaints and service history revealed that the cover became loose in may 2025, approximately two months prior to the investigated event. If the cover had been fitted incorrectly, it would likely have become loose immediately after installation, rather than several weeks later. Additionally, as per the instructions for use (IFU, 001-15698-en, extract attached), the user needs to inspect the ceiling lift for evidence of any external damage before every use. Based on the above, the first two hypotheses can be ruled out. During the on-site visit, it was observed that care staff often do not fully open doors before moving the ceiling lift through doorways. Instead, the lift is used to push the door open, which may result in repeated impacts. This practice likely contributed to the gradual loosening or detachment of the bottom cover over time. The instructions for use dedicated to maxi sky 2 (001-15698-en) warns: "before transferring a patient, make sure there are no obstacles in the transfer path". To sum up, the cause can be determined as improper handling of the device. The issue was brought to the customer's attention, and they committed to informing the carers in order to prevent any further occurrences. There was no indication that the maxi sky 2 was used to transfer the patient when the cover detached. The device did not meet its specifications. The complaint was decided to be reportable due to a bottom cover detachment that hit staff member on the head. UDI in section d4: (B)(4). The device is distributed outside the us and no gudid information exists.